Event description:
Pt called lfs on 2/2002, alleging meter display was missing segments and the pt went to hospital. Per cust, serv. Rep., the following was documented: customer's ot basic enhanced meter display was missing segments. Pt was "feeling dizzy and went to the hospital." Pt was not able to read results on the meter. "Tried to retest- same result". Pt was treated with "medication for diabetes." Csr sent replacement.